Event description:
A customer reported multiple pts presented with tass (toxic anterior segment syndrome) following cataract extraction procedure over the past year. The surgeon does not know the cause. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).